Event description:
It was reported by the patient that the previously working remote no longer powers up because the power cord is broken. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
.

Event description:
It was reported by the patient that the previously working remote no longer powers up because the power cord is broken. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event. It was further reported the remote monitor was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The monitor was analyzed and no anomalies were found.

Event description:
It was further reported the remote monitor was returned.